Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being used on a pt in the emergency department. During insertion, the spring wire guide (swg) kinked in several spots and completely unraveled. Add'l info received on (B)(6) 2011 from the physician stated, the swg uncoiled during placement and they experienced resistance during removal of the swg. There was no delay in treatment, no pt death and no pt complications were reported.